Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, 90% stenosed, de novo lesion in the proximal left anterior descending (lad) artery. Pre-dilatation was completed with a 2.0x12mm sc balloon, and a 2.75x38mm xience prime drug eluting stent (des) was implanted at the target lesion. Post-dilatation was completed with a 3.0x12mm nc balloon, after which a distal edge dissection was noted. A 2.5x38mm xience prime des was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.